Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The issue caused the customer's blood glucose level to exceed normal limits, although the specific value was not disclosed but was indicated as "high." The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi). To resolve the issue, the customer acknowledged the alarm and resumed insulin. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide.